Manufacturer narrative:
(B)(4). Outcomes attributed to adverse event - there was no medical intervention. (B)(4). The device was not returned for analysis. A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer concluded that although aggressive pre-treatment was done in the distal vessel, the lack of pre-treatment in the proximal vessel may have contributed to the inability to retract the stent from the anatomy. It was, however, able to pass the proximal lesion material for an attempted positioning in the distal artery. Subsequent attempts to treat the lesion in the distal artery were unsuccessful likely due to the severe calcification of the artery. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the failure to advance, difficulty removing the device, and stent dislodgement appear to be a result of interactions with the patient anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The following addition information was received: resistance was felt with the anatomy while trying to cross the lesion during advancement of the 2.25 x 28 mm xience v stent delivery system (sds) which caused the stent to dislodge from the balloon. Attempts to retract it were unsuccessful, therefore the stent was deployed partially outside the lesion. A review of the cine clarified that the stent only partially dislodged from the sds. An attempt was made to deliver the stent to the distal location, but it could not be positioned correctly; therefore, the stent was implanted at an unintended site.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid left anterior descending (lad) artery with mild tortuosity. A 2.25 x 28 mm xience v stent delivery system (sds) was advanced to the lesion; however, the stent became dislodged from the balloon due to patient anatomy. An attempt to retrieve the dislodged stent was unsuccessful so the stent was deployed at the site where the dislodgement occurred. Two other devices, a 2.5 x 23 mm xience pro sds and a 2.5 x 23 mm xience xpedition sds were advanced individually to the lesion but would not cross. The patient was sent for surgery. There were no adverse patient sequela or clinically significant delay in the procedure reported. No additional information was provided.